Manufacturer narrative:
Investigation summary: since no representative samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced a defective/damaged tubing clamp. The following information was provided by the initial reporter: complaint 2 of 3. The heparin cap became loose during the indwelling process, and the heparin cap fell off (2 pieces). After the scratch clip got stuck (1 piece), the nurse performed infusion again and found the fracture three patients were affected, detail information were unknown, date of event are same with each other.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced a defective/damaged tubing clamp. The following information was provided by the initial reporter: complaint 2 of 3: the heparin cap became loose during the indweling process, and the heparin cap fell off (2 pieces). After the scratch clip got stuck (1 piece), the nurse performed infusion again and found the fracture. Three patients were affected, detail information were unknown, date of event are same with each other.